Event description:
It was reported that the suture bar within the anchor broke when the surgeon was tensioned the suture. The surgeon had to retrieved the loose piece that locks the suture within the anchor. Another suture had to be placed. Then the surgeon overdrilled the broken anchor and inserted another one within it. No patient injury reported.

Manufacturer narrative:
The reported speedlock device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿suture bar within the anchor broke when the surgeon was tensioned the suture. The surgeon had to retrieve the loose piece that locks the suture within the anchor.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) over tensioning (2) bending or twisting the inserter handle. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.